Event description:
Rupture of the inflatable seal on its system 1, resulting in sterilant "use-dilution" spilling onto the floor. Employees cleaned up the spill, and the facility reports no injuries resulting from the event. However, the customer submitted a medwatch report to steris.